Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose level at the time of incident was reported to be 504mg/dl. It was reported that the compromised force sensor system alarm on the customer's device, lead to the hospitalization. Troubleshoot was reported to be conducted. It was reported that the drive support cap was sticking out. It was reported that the device is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due loose protruded drive support disk. Unable to perform prime, excessive no delivery and occlusion tests due to motor error alarms. The operating currents are within specification. The insulin pump passed displacement test, self test and a21 error test. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing the end cap sticker.